Event description:
The surgeon indicated that a 13.2mm implantable collamer lens of -7.5/1.0/066 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The surgeon states that the lens rotated 15 months after surgery, blurred vision was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
B5 - it was later additionally reported that the surgeon performed lens repositioning on (B)(6) 2023 and "the patient had a postop on (B)(6) 2023 and is now seeing 20/20 again. If anything else changes after his postop on (B)(6) 2023, dr. (B)(6) will have us reach out." Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - patient had refractive surprise and refractive change over time. This was additionally reported. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).